Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent overnight low glucose while using the ilet system, including a documented glucose of 40 mg/dl that required oral glucose snacks; the user expressed increased snacking due to lows, an inconsistent routine and diet, and chose to discontinue use and request return, while the specific device component implicated was not identified and the device problem could not be characterized. Symptoms included low glucose. Outcomes included insufficient information to characterize the broader health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.